Manufacturer narrative:
It was noted the customer was not using the recommended rack adaptors. The customer was confident that the sample tube was leaning which caused the issue. The quality control before and after the event was within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable troponin t stat (tnt) result for one patient on their e601 analyzer. The patient's initial tnt result was 0.02 ng/ml and it was reported outside the laboratory. The sample was repeated on another e601 analyzer in the laboratory and it reported 2.88 ng/ml. The repeat result was considered correct. There were no adverse events. The tnt reagent lot number and expiration date were requested but not provided. The field service representative could not determine the cause of the event. He checked the analyzer functions. The analyzer appeared to be operating properly. The customer performed quality controls and a precision study which were acceptable.